Event description:
It was reported that during a low anterior resection procedure, the device cut but did not staple correctly. The staple line was complete on the proximal end of the line, but not complete on the distal end. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.